Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged hemorrhage is related to the activ.a.c.¿ therapy system. There have been several attempts made to gather additional clinical information, but there has been no response. Device labeling, available in print and online, states: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ, infection, trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy.

Event description:
On (B)(6) 2018, the following information was reported to kci by the patient: on (B)(6) 2018, the patient experienced a technical issue and alleged blood was leaking from his wound and in the tubing. On (B)(6) 2018, the following information was reported to kci by the patient: the patient underwent cauterization of a vessel in order to cease the bleeding. The patient confirmed that a blood transfusion was not required. No additional information is available. On 02-jul-2018, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2018, the device was placed with the patient. On (B)(6) 2018, the device was tested per quality control procedure by kci quality engineering, and unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the additional information obtained from the device history review, kci's assessment remains the same; it cannot be determined that the alleged hemorrhage is related to the activ.a.c.¿ therapy system.

Event description:
A device history review of v.a.c.® simplace¿ dressing lot number 5252880v005 determined that all end release testing of product and packaging met specifications.